Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient has two defibrillators. The physician was attempting to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) with the programmer in read only mode. Technical services (ts) discussed this is not compatible with consult. Ts guided the physician through performing a full interrogation and reviewed the episodes. This patient had one untreated and one treated episode. Sensing was appropriate and a shock was appropriately delivered. Additional information was received that this patient had jogged to catch a bus and then felt horrible after receiving seven shocks. Ts reviewed noting oversensing and possible rhythm acceleration. Ts mentioned an additional event a couple weeks prior with oversensing as well. The field representative had programmed vectors from primary vector to secondary. Automatic setup was then run with all vectors passing. Ts recommended programming to primary, as the smartpass feature was disabled. Ts discussed further troubleshooting with the field representative. This electrode remains in service. No adverse patient effects were reported.